Event description:
It was reported that the device exhibited a motor rate error. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device. Problem was verified, replaced motor, worm coupling and worm gear. Device passed all the functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.